Event description:
The customer reported that the unit was given error code message of data acquisition (da) pcba adc reference failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient. Patient's information has been requested.

Manufacturer narrative:
Through follow-ups, customer does not have patient's information.